Manufacturer narrative:
(B)(4). Unit alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board. No reset alarm noted during testing.

Event description:
Information received by medtronic indicated that the everything needs to be reset with battery changes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.